Event description:
It was reported that the patient had ¿bad coverage¿ of the stimulation from the patient¿s implantable neurostimulator (ins) to the lumbar area. The patient had persistent neuropathic pain as a result. The patient was hospitalized and the ins system was explanted. It was unknown if the event issue was related to the procedure and the patient was no longer to be a part of the study since they did not have the device therapy. The event was reported as recovered as of (B)(6) 2013. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 39565, lot# serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).